Event description:
According to the implant summary card returned from the user facility, a previously implanted ¿cryolife¿ tissue was explanted (B)(6) 2022. According to our records, this patient received a pv00 (B)(6) 2000. This investigation is relegated to pv00 sid (B)(4). Additional information received june 27, 2022. According to surgeon, "the pulmonary homograft implanted in 2000 developed severe degenerative, calcific changes (severe ps, severe pi) and was replaced with another pulmonary homograft on (B)(6) 2022."

Manufacturer narrative:
An implant summary card was returned from the user facility notating a previously implanted ¿cryolife¿ tissue was explanted (B)(6) 2022. According to our records, this patient received a pv00 (B)(6) 2000. This investigation is relegated to pv00 sid (B)(6) dn 46506. Additional information received june 27, 2022. According to the surgeon, "the pulmonary homograft implanted in 2000 developed severe degenerative, calcific changes (severe ps, severe pi) and was replaced with another pulmonary homograft on june 3, 2022." The product will not be returned. It was confirmed that all records were controlled, available for review, and met all specifications. No findings were identified that could have contributed to the reported event. No further action is needed. A review of the available information was performed. There is limited information available regarding the event, including but not limited to patient demographics, preoperative diagnoses, past medical history or indication for the surgery in 2000. As described above, the pv homograft presented with severe degenerative, calcific changes causing sever pulmonary stenosis and severe pulmonary insufficiency requiring the currently reported explant/reintervention. No operative notes are available at this time and no explanted tissue was returned for evaluation. There are no additional details available for the time frame between the original implant in 2000 and the procedure performed in 2022. Pulmonary insufficiency and explant of a pulmonary homograft 21.5 years after implant is not uncommon and has been reported in the literature. The root cause of the reported event is structural deterioration of the pulmonary homograft resulting in valve dysfunction (stenosis and insufficiency). However, occurring at 21.5 years after implant, the graft can be considered to have performed within expectations. Structural valve deterioration is known potential complication. Adequate precautions are provided in the instructions for use. The a/dfmea was reviewed. The reported event is addressed. The pfmea was reviewed. No tissue was returned for evaluation. Adequate precautions are provided in the instructions for use. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. A complaint and recall query was performed for pv00 sid (B)(6) dn 46506 to identify previously reported complaints or recalls associated with this complaint. No complaints or recalls were identified for this donor number. This complaint was reviewed for a CAPA evaluation. The root cause of the reported event is structural deterioration of the pulmonary homograft resulting in valve dysfunction (stenosis and insufficiency). However, occurring at 21.5 years after implant, the graft can be considered to have performed within expectations. Structural valve deterioration is known potential complication. Adequate precautions are provided in the instructions for use. The processing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk; therefore, a CAPA evaluation by the CAPA department is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, no further action is warranted at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.